Event description:
It was reported that the ventilator failed multiple tests during pre-use check. There was no patient involvement. Manufacturer's ref (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed. The claimed issue was reproduced during troubleshooting. According to received service report multiple tests failed during pre-use check and replacement of the o2 gas module solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The gas module regulates the inspiratory gas flow and gas mixture. Our conclusion is that the replaced part was the cause of the failure. However, the root cause to why the part failed has not been established as the replaced part was not returned for investigation.